Event description:
Rptr had another co's silicone implants removed because of hardening, distortion, and pain. The dr told her it was the worst case of calcified scar tissue he had ever seen. She had this co's implants removed 1/13/94 because of poor health, cell changes, bald spot on her head, and chronic fatigue. She has a goiter and symptoms of lupus such as chronic fatigue and disability. (Same rptr referred to in 1002363.)